Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged there was an occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 12/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/19/2016 with the following findings: there were occlusion alarms observed in the black box; the force at the time of the occlusions was high. The pump was exercised for 24 hours with no occlusions duplicated. The force calibration was within specifications. The rewind, load cartridge and prime steps were performed successfully with no alarms. The pump was opened and no intermittent condition was found to the force sensor circuit. Unrelated to the original complaint, the battery cap threads were stripped and the cap was unable to be secured to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).